Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port MRI isp implantable port with detached groshong catheter were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Longitudinal split was noted to the catheter distal of the catheter. The edges of the split were noted to be uneven. Multiple kinks were noted on the catheter as well near the split. Upon infusion, a leak from the split was noted. Therefore, the investigation is confirmed for the reported fracture, leak and identified wear and deformation issue. However, the investigation is inconclusive for the reported backflow issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. A definitive root cause could not be determined. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 2022, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, the patient reported discomfort during the saline flush following blood draw. Immediately thereafter, contrast injection through the port revealed subcutaneous leakage near the right internal jugular vein. On the same day, the port body and catheter were removed percutaneously. Saline leaked extravasation. This occurred during the flush when confirming blood backflow. A crack in the catheter was confirmed. The current status of the patient was unknown.

Event description:
On 2022, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, the patient reported discomfort during the saline flush following blood draw. Immediately thereafter, contrast injection through the port revealed subcutaneous leakage near the right internal jugular vein. On the same day, the port body and catheter were removed percutaneously. Saline leaked extravasation. This occurred during the flush when confirming blood backflow. A crack in the catheter was confirmed. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.